Manufacturer narrative:
UDI for the abl90 flex plus analyzers. Serial number: (B)(6) UDI: (B)(4). Serial number: (B)(6) UDI: (B)(4).

Manufacturer narrative:
Serial numbers and manufacturer dates for the abl90 flex plus analyzers. Serial number: (B)(6). Radiometer has received confirmation that the customer does not consider lack of creatinine result to be a clinical risk because they have creatinine available on an alternative poct device in radiology and also in the main laboratory. Further investigation of datalogs have also shown that creatinine in fact was available that day on the device.

Event description:
A customer contacted radiometer seeking assistance in gathering data for an investigation they are completing due to a patient death in (B)(6) 2023. Whilst speaking to the customer, the customer acknowledged that there was no crea result and this resulted in a delay of treatment. The customer also made comments relating to consumable failures, and delivery issues around this time period. Radiometer has requested confirmation whether the customer considers the radiometer device to have caused or contributed to the death of the patient, but this has not yet been received. According to radiometer clinical risk assessment, non-availability of crea will not lead to serious deterioration of health or death. Due to the nature of this case and the current available information the incident is reported as a death.

Manufacturer narrative:
Time of death estimated.